Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up. The subject device was manufactured in january 2023, but the specific date is unknown.

Event description:
It was reported a piece of the thunderbeat jaw broke off during a therapeutic laparoscopic nephrectomy surgery. The piece was found in the abdomen and was removed. A second device was opened and there was a delay of a few minutes to change to the new instrument. The procedure was then completed. There was no reported patient impact.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely reason for the falling of the grasping section which led to recovery of the subject device could be due to the following: 1. An excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. However, the subject device was not returned and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar." "Should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section." Olympus will continue to monitor field performance for this device.